Manufacturer narrative:
D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Section d 6b. Explantation date: on (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient, as part of a clinical study, underwent breast augmentation revision with two 175cc siltex low bleed gel-filled mammary prostheses. Post-operatively, the patient was diagnosed, via ultrasound, with bilateral breast implant ruptures. As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2025. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On october 30, 2025, the mentor failure analysis lab received the device for evaluation. On november 4, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device did not reveal any apparent damage in the returned device. Leak testing was performed, according with mentor procedure, and it revealed a 0.2cm tear on the posterior view, with an area of the siltex cracking around the edges. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On october 6, 2025, mentor received additional information indicating that the patient's implants were replaced bilaterally with two mentor gel implants.